Manufacturer narrative:
Additional point of contact: contact person name: (B)(6), email address: (B)(6), occupation: biomed. The customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; fse performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specifications and is cleared for clinical use and was returned to the customer. H3 other text : getinge service was not called for the service.

Event description:
N/a.

Manufacturer narrative:
Type of investigation not yet determined: we are seeking additional information. A supplemental report will be submitted when additional information is provided. The initial reporter is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported during an in house training performed by a getinge clinical specialist (cs), the cardiosave intra-aortic balloon pump (iabp) did not power up correctly. It was noted that the blue screen and wheel appeared but instead of it going to the default screen, the screen went black. The green power button was observed to still be lit up and the cs could hear the iabp unit humming despite the screen being black. The cs the checked wires and unplugged and then plugged back in the cables. The iabp unit was then powered off and back on again; however, the same issue was observed. The iabp unit was taken the customer's biomedical engineer. There was no patient involved and no adverse event was reported.